Manufacturer narrative:
The device was returned, decontaminated and visually investigated. Upon visual inspection, the complaint was confirmed. A probable root cause of this issue could be attributed due to excessive heat applied during sterilization. The investigation evaluation of the returned device will be completed under CAPA. A corrective action (CAPA) was initiated to assess a root cause of similar incidents, which is under investigation phase. Ref: CAPA# (B)(4).

Event description:
During a laparoscopic cholecystectomy, surgical procedure, the heat shrink of the renew endocut scissor tip, broke into two pieces and fell into the abdomen of the patient. The pieces could not be retrieved from the patient. The procedure and the anesthesia time was extended by fifteen (15) minutes. There was no harm to the patient.